Event description:
Healthcare professional reports results lower than reference with protime microcoagulation system. Protime generated inr 1.9 and within hr lab generated inr 2.7. Pt therapeutic range: inr 2.5-3.5. No adverse event (s) reported.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated. Device history record for cuvette reviewed and met specification. Result: no results available since no eval performed. Conclusion: unable to confirm complaint. Device not returned. Itc has requested all data required for form 3500a.